Manufacturer narrative:
(B)(4). Data download was provided by the patient and reviewed for evaluation. Data shows out of range for 3 hours, however readings returned. Complaint for permanent out of range signal could not be confirmed. The root cause could not be determined, post investigation.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.